Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor with an ilet pump during setup, and the user believed an incorrect sensor code had been entered and then corrected during the call, after which no further assistance was required. Symptoms included no physiological effects. Outcomes included no impact on health and no hospitalization. Investigation included troubleshooting and user education on correct sensor selection and code entry. Investigation of this case revealed that the device did not malfunction and that user error in entering or selecting the pairing code or sensor type was the likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was use error.